Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of a ventral hernia, the patient's hernia was repaired with a composix kugel mesh. (B)(6) 2015 - the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which had allegedly failed, and repair the recurrent ventral hernia. The attorney alleges the patient's hernia repair surgery allegedly failed, resulting in much pain, doctor visits, subsequent procedures and severe and permanent injury. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, "the patient had a very large defect in the periumbilical area, however multiple small defects superiorly. The patient had staple that holding the mesh superior to the fascia and were removed. Cleared all adhesions between the omentum and the abdominal wall. Next, two more mesh were placed secured to the abdominal wall. Then the incarcerated omentum was removed, as it was almost strangulated within the ventral hernia and was excised with ligature device and likely biopsied. Then the composix kugel hernia patch (device #1) was placed, and abdominal fascia was approximated with a pain pump placed". (Note, there was no product identifier provided for pervious meshes). (B)(6) 2012 - patient was diagnosed with ventral hernia, abdominal pain and few diverticula in colon thereby underwent colonoscopy procedure. (B)(6) 2012 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with implant of ventralex mesh (device #2). Per operative notes, ¿identified the hernia defect that contained incarcerated transverse colon that was dissected free and returned to peritoneal cavity. Then dissected the old adhesions and hernia sac. At this point, ventralex hernia patch (device #2) was placed and secured with tacker". (Note, there was no mention/visualization of composix kugel mesh during the procedure) (B)(6) 2015 - during visit patient had abdominal pain and had profuse feculent emesis. Patient was also diagnosed with protuberant large hernia defect on physical examination. (B)(6) 2015 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with removal of old meshes which were migrated down to left lower quadrant as well as into the pelvic region (device #1 & #2). Per operative notes, ¿there was a large hernia sac extending on the right and left sides. A large piece of onlay mesh (device #1) was migrated inferiorly that was present covering only half the hernia defect and was removed. Performed extensive lysis of adhesions and freed up the intraperitoneal portion of the mesh (device #2). There was a segment of mesh was densely adherent to small bowel and unable to release this from mesh. So, it was left in place. Then freed up the hernia sac from the adhesions and excised the sac. Performed a right and left component separation. A onlay synthetic mesh was then placed ". Attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of composix kugel, patient was diagnosed with hernia recurrence, adhesions, abdominal pain, small bowel obstruction, inflammation, migration and underwent repairs with removal of mesh. Per op notes ¿mesh migrated down to left lower quadrant as well as into the pelvic region.¿ the instructions-for-use supplied with the device identify adhesions, inflammation and hernia recurrence as possible complications. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr is submitted to represent composix kugel mesh (device #1). An additional emdr is submitted to represent mesh -ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of a ventral hernia, the patient's hernia was repaired with a composix kugel mesh. (B)(6) 2015 - the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which had allegedly failed, and repair the recurrent ventral hernia. The attorney alleges the patient's hernia repair surgery allegedly failed, resulting in much pain, doctor visits, subsequent procedures and severe and permanent injury.